Event description:
It was reported that a patient, who had a right rtsa with bone graft, underwent a revision. The surgeon indicated the bone graft did not heal correctly and came away from the glenoid causing the replacement to fail. All implants were removed and a cement spacer was inserted. The next step for the patient will be a custom shoulder replacement. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted device is available for return. Device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: 315-35-00 - glnd kwire (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 300-10-09 - equinoxe, humeral stem: lot# 05231456. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.